Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a power flush on the integrated multi-sensor technology (imt) system as it was clogged. The cse replaced the imt drain and primed it. The cse performed electrolytes calibration, resulting within range. The cse ran quality controls (qc), resulting within range. The cause of the discordant, falsely depressed sodium, chloride and potassium was caused by a clogged imt drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated without re-spinning on an alternate instrument, resulting higher and within the normal range. The corrected results were reported to the physician(s). One unidentified patient was admitted to the hospital / emergency room based on faulty results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, cl and k results.

Manufacturer narrative:
The initial MDR 2517506-2016-00467 was filed on november 28th, 2016. Additional information (11/17/2016): siemens healthcare was notified by the customer on (B)(6) 2016 that the patient admitted due to the discordant results, was treated. Siemens followed up with the customer on 12/07/2016 to obtain additional information. The customer reported that the patient received intra-venous therapy, but was not sure which. The patient was discharged later that same day. No additional information has been reported. Corrected information (11/17/2016): the customer reported this event to the FDA.

Manufacturer narrative:
The initial MDR 2517506-2016-00467 was filed on november 28, 2016.correction (12/29/2016): 510k added.